Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during vitrectomy surgery for a diabetic retinopathy patient, an ophthalmic electrocoagulation head did not work. Surgery was completed on the same day with an alternative probe. Patient impact was not reported.

Manufacturer narrative:
Corrected information is provided in section d.4. Additional information is provided in sections h.6 and h.11. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there is one additional complaint regarding the same issue associated it but the lot number did not exceed the threshold limit according to the applicable trending work instruction for at least one month. The concerned instrument was not provided to the investigation site for evaluation. Therefore, no further assessment is possible and the investigation is concluded without identifying the root cause. The concerned instrument was not provided to the investigation site. Therefore, the root cause for the customer complaint cannot be determined conclusively. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. The manufacturer internal reference number is: (B)(4).